Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d2, g1, g3, g6, h1, h2, h3 and h6 as reported, the balloon of a 6f/7f mynx control vascular closure device (vcd) ruptured on the calcium calcified part of the vessel. Manual compression was performed for 20 minutes to obtain hemostasis. There was no reported patient injury. The device was stored, prepared and used according to the instructions for use. The vcd used in a percutaneous coronary interventional (pci) procedure using a retrograde approach. There were no visible signs of device or package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have any visible calcium or plaque. There was little vessel tortuosity. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The device was used with a 6f non-cordis sheath. A non-sterile ¿mynx control vcd 6f 7f¿ involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that button 1 and button 2 were not depressed. The syringe was not returned, and the stopcock was observed open. Additionally, the sealant sleeves were fully covering the sealant, which remained in the manufactured position, swollen from blood exposure. The procedural sheath was not returned with the device. Per functional analysis, an inflation/deflation test was performed per the mynx control instructions for use (IFU); and the results revealed a leak in the balloon of the returned device. Per microscopic analysis, visual inspection at high magnification revealed a longitudinal tear in the balloon of the return device. Additionally, the sealant sleeves were fully covering the sealant, and it remained in the manufactured position, swollen from blood exposure. The product history record (phr) review of lot f2234902 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿balloon-balloon loss of pressure¿ was confirmed through analysis of the returned device. However, the exact cause of the tear found could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the loss of pressure reported. However, access site vessel characteristics (ruptured on a calcified part of the vessel) and/or concomitant device factors most likely contributed to the reported event since this type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent, or vascular graft). According to the IFU, which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram: common femoral artery single wall puncture. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, the IFU instructs users to discard the device if the balloon does not maintain pressure. Neither the phr review, nor the product analysis suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2234902 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
A product history review is expected but not yet available. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) ruptured on the calcium calcified part of the vessel. Manual compression was performed for 20 minutes to obtain hemostasis. There was no reported patient injury. The device was stored, prepared and used according to the instructions for use. The vcd used in a percutaneous coronary interventional procedure using a retrograde approach. There were no visible signs of device or package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have any visible calcium or plaque. There was little vessel tortuosity. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The device was used with a 6f non-cordis sheath. The device is being returned for evaluation.